Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not vibrate. Customer stated the insulin pump did beep, but not vibrate. The customer stated the insulin pump was set to vibrate, but they did not receive vibrations for all their alerts. The customer's blood glucose was 15 mmol/l. The customer declined to return the insulin pump for analysis.